Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/2/17 and noted that there was white foreign material (described as plastic) stuck on electrode ring # 11. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This foreign material was not originally reported. Since the foreign material was found adhered to the catheter within the usable length, this issue has also been assessed as a reportable malfunction. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
After further evaluation by the bwi failure analysis lab, it was noted on august 11, 2017 that the electrode ring #11 had a sharp edge. This was not originally reported. Since the electrode ring edge was sharp, it may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. Therefore, this issue has also been assessed as a reportable malfunction. The awareness date of this finding is august 11, 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational eco catheter and an electrode ring was sticking out. Therefore, preventing it from being able to go through the sheath. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. The returned device was visually inspected and it was found that ring #11 was damaged with a sharp edge and also a white particle was observed stuck in the ring. Then the catheter outer diameter was measured and it was found within specification. For the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of scratches and mechanical damaged on the surface of the ring. It is possible that the damage was generated with unknown object, no other anomalies were observed. Per material observed on the catheter tip, a fourier transform infrared spectroscopy (ft-ir) was performed and the results showed that the ir obtained from particle analyzed revealed that particle is primarily composed of a styrene-based material, presumably the co polymer known as abs. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of damage cannot be determined, it could be related to the handling of the product during the procedure. However, this cannot be conclusively determined.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17676584l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational eco catheter and an electrode ring was sticking out. Therefore, preventing it from being able to go through the sheath. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The inability to introduce the catheter into the sheath was assessed as not reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The electrode damage was assessed conservatively as reportable as the electrode sticking out was indicative of the ring being lifted. If the electrode was lifted, then there was potential harm to the patient.